Manufacturer narrative:
(B)(4): the blade was not cutting well. The generator¿s settings were increased which resolved the issue. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: ¿ device name: plasmablade¿ 4.0 ¿ product number: ps200-040 ¿ lot number: unknown ¿ expiration date: unknown ¿ quantity returned: 1 testing performed: visual inspection: ¿ device packaging inspection: ¿ one returned plasmablade¿ 4.0 device was received inside a (B)(6) shipper box, then within a second (B)(6) shipper box within two plastic bags with no packaging to fill the negative space. ¿ there was no original packaging returned; the eeprom verification reader was utilized to obtain the device information; the device information, lot number, was not confirmed against the information listed within gch as lot number is listed as unknown, therefore, it is neither possible to confirm the device information against the information listed within gch nor confirm the device that was sent back as the reported complaint device. ¿ handpiece type: plasmablade¿ 4.0 ¿ lot number: # 0210648875 ¿ there was no paperwork provided. ¿ device visual inspection: ¿ the device appears used with dried blood on the handle, cord, and shaft. ¿ the electrode exhibits excessive eschar buildup on the electrode and inside and around the black heat shrink ¿ the electrode insulation coating is damaged, flaking, peeling and missing in large areas on the electrode, which visually relates to the reported complaint description, figure # 1 thru figure # 4. ¿ it is apparent that the blade is bent at the interface of the black heat shrink and the electrode tip. Due to the fact that the blade coating is a glass insulator, if the blade is bent the glass to metal adhesion will be compromised. ¿ the damage to the electrode insulation coating renders the device inoperable, unsafe for use and impedes further functional inspection. ¿ the flaking and peeling of the electrode insulation coating create areas of exposed metal which can cause diminished device performance. Insufficient cleaning and use can contribute to this failure mode. Functional inspection: ¿ both cut and coag buttons have a definitive tactile feel. ¿ the pull force test, plug extraction force from the generator, will be performed to determine if there is a loose connection between the device and the generator. ¿ the plug extraction force from the pulsar¿ ii generator was measured for the tension peak force which must be within the acceptable range of (1.5 - 8.0 lbs.). ¿ the plug extraction force failed to meet the product specification requirements, producing unacceptable results, as the results were below the acceptable tolerance limits, table # 1. Table # 1: plasmablade¿ plug extraction force - pulsar¿ generator extraction cycles measured tension peak force (lbs.) Product specification 31-10-1368 rev. H acceptable range (1.5 lbs. ¿ 8.0 lbs.) Results (1.5 lbs. ¿ 8.0 lbs.) 1st 0.55 lbs. Fail 2nd 0.88 lbs. Fail 3rd 1.00 lbs. Fail average 0.81 lbs. Fail lhr review: a review of the lhr for lot # 0210648875 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint not confirmed: the reported issue contained within gch was not confirmed within the laboratory environment. The complaint was unable to be investigated for the reported issue because the electrode insulation coating is damaged which renders the device inoperable, unsafe for use. This complaint will be tracked and trended in gch. Additionally, it was found that the electrode insulation coating is bent and damaged. Insufficient cleaning of the electrode during use can cause tissue, coagulum and eschar buildup on and around the electrode and heat shrink. When this occurs, the rf energy path may be altered such that the energy is directed to the tissue on the electrode, rather than to the patient; it is probable the heat shrink will degrade and the electrode insulation coating can be compromised which can cause diminished device performance. This complaint will be tracked and trended in gch. Reference documents: ¿ 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices ¿ 31-10-1368 rev. H - product specification and quality plan - plasmablade¿ 4.0 ¿ 70-10-1444 rev. A - peak plasmablade¿ 4.0 - IFU ¿ 70-10-1429 rev. B - pulsar¿ ii generator - operators manual ¿ 61-10-0017 rev. H - device button tactile test procedure test equipment: eqp # eqp - name - manufacturer 7321 force gauge ¿ force ten¿ ¿ wagner instruments 6794 pulsar¿ ii - generator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During analysis it was found that the electrode insulation coating on the plasmablade device was flaking, peeling and missing in large areas on the electrode. The issue was found during analysis; therefore patient demographic information was not requested.